Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, product type: pain stim lead, implanted: (B)(6) 2010; product ID: 3778-60, product type: pain stim lead, implanted: (B)(6) 2020; product ID:419688; 97714 , product type:pain stim ipg, implanted: (B)(6) 2017; product ID: 419688 , product type: lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a partial power on reset (por). The crt-d remains in use. No patient complications have been reported as a result of this event.